Manufacturer narrative:
As of (B)(6) 2025, unused returned product and retained samples were submitted to the lab for testing with no defects noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. Refer to section b.6 of this report for further details. UDI notes: the expiry date is not present on device label.

Event description:
According to the initial report received by aso on (B)(6) 2025, the consumer stated that the bandages caused an allergic reaction (rash) and a chemical burn, and the bandage also stuck to her skin, making it difficult to remove, resulting in a bruise. The consumer went to the doctor. On the completed cir received by aso on (B)(6) 2025, the consumer states that she used the bandages on two places and caused a chemical reaction, burn, and rash with pus. The treatment was silver sulfadiazine, an allergy topical, and prednisone. Consumer went to urgent care and followed up with the primary doctor. Consumer confirmed that the symptoms corrected after she stopped using the product and treated the area. Per cir, the issue was with the tape and the pad area.